Event description:
The customer reported that during prostate vaporization, the laser beam was side firing as expected and also parallel firing out the back (opposite side) of the fiber. The problem was noticed at 689 joules (9 seconds after firing the laser) while the fiber was inside the patient. The procedure was completed with a second fiber. No injury to the patient or end user was reported.